Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functional testing the device displayed an "alarm speaker fault" when powered on. The speaker's connector was loose from the connectivity board due to a damaged component.

Event description:
The customer reported "no sound." No patient impact or consequences were reported.

Event description:
The customer reported " no sound." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.